Event description:
It was reported that the right ventricular lead exhibited a sensing and insulation anomaly. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the insulation was abraded from 17 cm to 18 cm from the connector pin and exposed the proximal coil. The damage to the insulation and/or the proximal coil may have caused a sensing anomaly. Abrasions are indicative of exposure to constant friction with another implantable device.